Event description:
The product was evaluated. An external visual inspection was performed and pasdsed. A pairing test was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: type of investigation - correction to add code 4114 to the initial MDR.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient was feeling tired and disoriented. He called emergency medical services (ems) and was transported to the hospital. At the hospital, the bg was 610 mg/dl and the cgm was 283 mg/dl. They removed the cgm at the hospital and was treated with insulin and saline via IV therapy. The patient was discharged from the hospital later the same day. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.